Event description:
The customer reported that the buttons were sticking and were not responding. The blood glucose reading was 280 mg/dl. Prior to the event, she went to give herself a bolus. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.